Manufacturer narrative:
Results: the returned benchmark was kinked at approximately 2.0 cm from the hub, underneath the strain relief. Conclusions: evaluation of the returned benchmark revealed a kink on the proximal end of the device. If the benchmark is forcefully mishandled, damage such as this may occur. During functional testing, the benchmark was flushed with air while submerged in bleach solution and air was found leaking from the kink. Further investigation revealed the catheter hub was undamaged with no peeling material; therefore, the reported catheter hub peeling was unable to be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), the physician removed the benchmark from its packaging and began flushing it. The physician then realized that the benchmark was leaking from the hub. It was also noted that the hub coating was peeling off. The benchmark was therefore removed and was not used in the procedure. The procedure was completed using a new benchmark.